Event description:
On 08/12/2022, it was reported by a sales representative via (B)(4) that an ar-9676 inner driver shaft reamer fused to the ar-9597-20 outer reamer handle and stopped working. This was discovered during a cs left rtsa procedure. The case was completed by using cartilage scraper and glenosphere sweep with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Not confirmed. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. However, due to the device being returned unpackaged, we are unable to confirm the reported event.